Event description:
Pt had a medi port implanted on 12/27/96. On january 24, 1997, a portable upright chest study confirmed a horizontal tubular density which appears in profile with the right main pulmonary artery. This may represent a catheter segment which is sheared from the main catheter and migrated into the pulmonary outflow tract. The pt was transferred to another hosp for removal of the fragment by cardiac catherization.